Event description:
The reason for call was caller reported that the patient has to charge the implanted neurostimulator quite often. Caller stated that they don't know if there is an issue with the ins battery or if it's with the recharger. Caller then stated that normally the patient charges the implant once a day but right now it's often two to three times a day. Caller mentioned that the patient was able to charge the ins at 100% this morning around 7:00 am. Agent had the caller check the battery level - controller at 70% ins at 40% (it was at 100% early this morning). When agent asked for the event date caller guessed probably two months ago. Caller confirmed no damages to the recharger just a crinkled on the cord. Agent attempted to recharge the ins to confirm if it was recharging at excellent or if battery level is incrementing. Caller was able to recharge in excellent connection. Agent reviewed that the depletion of the battery is dependent on the programs that are set for the patient. Caller was redirected to hcp to address ins battery depletion concern.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.